Manufacturer narrative:
This follow-up MDR is created to document the additional event information. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information indicated the event was observed 4/18.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump wouldn't cycle. The pump was explanted and replaced.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two tubing segments were returned for evaluation. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump or either tubing segment. The information received indicated the device was not able to cycle; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.